Event description:
The customer states that two architect c8000 issues were observed. The customer entered data for one pt and a different pt's data was displayed. Also, tests ordered for one pt were assigned to two previously tested pts. No pt data was provided. No impact to pt management was reported.